Event description:
The manufacturer received information alleging an everflo oxygen concentrator's flow meter fluctuates. The patient's co2 level increased and the patient was hospitalized. The device was evaluated at a third party service center. The third party service center found no issues with the device.